Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing (twos) of a change in morphology. Episode review noted the normal sensing at the onset with a good signal amplitude. However, the morphology changes suddenly and appears to be a ventricular tachycardia (vt) but measuring the intervals. The rate is around 166 bpm which is below the conditional zone of 200 bpm. The shock was delivered due to twos. Following the shock, there is a little bit of undersensing which resolved over time. The technical services consultant recommended leaving the vectors and sensing the same; however, the conditional zone could be lowered in an effort to allow detection to occur quicker. The device remains in service. The patient was asymptomatic when the shock was delivered, and no adverse patient effects were reported.